Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6), 2010 with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. It was alleged the plaintiff ¿suffered serious bodily injuries, including but not limited to, extreme pain, dyspareunia, bladder infections and other injuries.¿ the plaintiff also experienced ¿significant mental and physical pain and suffering, mesh erosion, hardening, recurrent incontinence and permanent injury¿ that lead to the need for vaginal surgery.